Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral rupture.

Event description:
Healthcare professional reported bilateral rupture. Device explanted.

Manufacturer narrative:
Device evaluation: the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nick in the side radius assessed as surgical impact opening.

Event description:
Healthcare professional reported left side rupture. Device explanted.